Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, drawings, instructions for use (IFU), manufacturing instructions, and quality control, was conducted during the investigation. The complaint device was not returned; therefore, device failure analysis and physical examination could not be performed. The complainant device lot number is unknown. Thus, a review of the device history record, nonconformance history, and related product complaints query could not be conducted. Based on the information provided, no product returned, and the results of our investigation; a definitive root cause could not be determined. However, the hubs are manufactured by a supplier and the supplier has been notified. Per the risk assessment, no further action is required. Appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
Brand name: cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter tray. Catalog number: c-utlmy-701j-rsc-abrm-hc-ihi-fst-a-rd. (B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The customer reported that the hub of the cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter was cracked. The product problem ultimately necessitated the placement of another central line. Additional information has been requested from the customer, but none has yet been provided. The complaint device is unavailable for return and evaluation.